Event description:
Baxter pump found to be under infusing. Rn hung IV medication with a rate of 500 ml for a 500 ml bag, when returned after 1 hr, only 200 ml had infused and IV pump had switched over to primary setting instead of secondary.